Event description:
It was reported that the balloon was missing during thrombectomy performed on a right leg acute arterial occlusion. The customer commented that resistance was felt and the catheter could not be moved forward when the catheter was inserted into the superficial femoral artery 15cm, so the catheter was removed. A second operator re-inserted the catheter about 35cm but resistance was felt when he pulled the catheter with balloon inflated. The customer attempted to deflate the balloon by pulling the balloon inflation syringe, but saline inside the balloon could not be aspirated. After several times of the catheter being pulled, there became no resistance felt and the catheter was pulled. Missing balloon was confirmed when the catheter was removed from the patient. Thrombectomy was then performed with a 3fr and a 4fr catheter, but the missing balloon could not be found in the thrombus. When the superficial femoral artery bifurcation was observed under direct vision, an ostium seemed to be linked to the inside of the vessel wall. Customer suspected that the catheter was inserted from here. Considering the peripheral vessel was palpated and the blood flow back was good, there is a possibility that the balloon remained outside the vessel or within the vessel wall. The patient was moved to hybrid operating room and the image of the superficial femoral artery was taken up to below knee, but obvious fragment of the balloon was not observed within the blood vessel.

Manufacturer narrative:
The catheter that was returned for evaluation had both a missing balloon and balloon windings. One fogarty embolectomy catheter was returned without the packaging. No syringe was returned. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. As received, the balloon and the balloon windings were found to be completely missing. The inflation lumen was patent without leakage. No visible damage to the catheter body or hub was observed. This condition may occur when the pull force of 1.5 lbs on an inflated balloon (per IFU) has been exceeded. Note that to minimize the risk of balloon rupture or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter in IFU. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). A device history record review was completed and documented that device met all specifications upon distribution. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. Review of the available information suggests device handling may have contributed to the event. No actions will be taken at this time.